Event description:
Right index finger of residents outer glove was missing. They were unsure if the glove was like that when donned or if the finger tip came off during procedure. The resident double gloved making it hard to determine if the glove was originally like that, but there was no fingertip found. They even re-opened the incision and checked in the patient cavity where procedure took place and found nothing.